Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized once in 2010 and once in 2014 for diabetic ketoacidosis with a high blood glucose levels. The customer's blood glucose was 600 mg/dl while they were hospitalized in 2014. The customer stated that there were no significant events that could have led to the issue. The customer was wearing the insulin pump during their urgent care stay. No further information was provided.